Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the false upstream occlusion alarm. The reported symptom was observed during testing and determined to be caused by low fluid numbers on a failed ultrasonic sensor. The ultrasonic sensor was replaced. See scanned page.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed upstream occlusion when no occlusion was present. There was no patient involvement.